Event description:
It was reported that there was a possible fracture of the right ventricular (rv) lead. The lead had high impedance and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (B)(6) 2004; 4574 implantable pacing lead (B)(6) 2004. (B)(4).